Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6) 2020, in order to place a magnet on the internal fixture, converting the patient to a transcutaneous baha implant. This report is submitted june 5, 2020.

Manufacturer narrative:
Per the clinic, it was reported that the infections were treated with a combination of topical steroids and oral and topical antibiotics. This report is submitted december 31, 2019.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic's email on (B)(6) 2019, the recipient experienced recurrent infections and granulation tissue. An revision surgery scheduled on (B)(6) 2019 to transition from a connect to an atrract. No additional information about infection treatment and revision surgery received as of the date of this report on (B)(6) 2019.